Event description:
After inserting an instrument through the seal/cannula, a piece of blue material was seen in the abdomen. The piece was retrieved. The surgeon examined the seal/cannula and felt it was usable, so the surgeon finished the case with the same device. No pt injury reported.